Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. The rv lead also dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.